Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - at a routine follow up visit, low r wave values were reported. A fluoroscopic analysis revealed the lead was not in the the ventricle. The lead was successfully repositioned. Should additional information become available, this file will be updated.